Manufacturer narrative:
(B)(4)

Event description:
It was reported when an asymptomatic patient presented for a generator upgrade, three upper out of range lead impedance measurements were observed on the pace/sense portion of the lead. The lead was capped and replaced. The patient will be monitored and followed-up normally following the procedure. No further information is available.